Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, after the frederick-miller feeding tube became clogged, the nurse screwed off the connector to attach the feeding tube to a luer-fitting adapter. However, it was discovered that the part of the device to which the adapter would be attached had actually twisted off. Because there was no way to replace that portion of the tube, the entire feeding tube had to be replaced. The circumstances surrounding the usage and handling of the tube prior to the malfunctioning of the device were not reported. A portion of the product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of specifications and quality control data was conducted during the investigation. The complaint device was not returned; therefore, device failure analysis and physical examination of the device used in this case could not be performed. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A device history record review and lot number complaint history search could not be performed as the complaint lot number was not provided. Based on the provided information,no product returned and the investigation, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified, and monitoring will continue to be performed for similar complaints.